Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct and hepatic ducts, performed on (B)(6) 2021. During the procedure, the physician and the nurse had difficulty deploying the stent, the guide catheter became stretched and broke into two pieces. Reportedly, the broken guide catheter was pulled out using forceps and the stent was successfully implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.